Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for cup loosening. Components not revised: profemur(r) proximal body part ID: ppw38354. Profemur(r) roughened distal stem, tapered part ID: ppw38023. Profemur® modular femoral neck part ID:pha01222.